Event description:
Reportedly, on (B)(6) 2025, the tablet froze during threshold measurements. No egc and blacks beams displayed on egc screen. Restarting the tablet did not work, even with full battery, only blue light is display. There is no reaction to on/off button. Tablet was on (B)(6).

Manufacturer narrative:
Review of the provided files is still ongoing, results are not available yet.

Manufacturer narrative:
The review of provided photos confirmed the reported event: black beams are displayed on the egc screen. The main origin of the reported event could not be clearly established. No hardware issue is suspected. The only visible anomaly on the logs is an abnormal end of session. The most probable hypothesis is that the event is related to a known programmer bug (#12232): ECG/egm traces in real time tests are displayed with black strip or inconsistence. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the tablet froze during threshold measurements. No egc and blacks beams displayed on egc screen. Restarting the tablet did not work, even with full battery, only blue light is display. There is no reaction to on/off button. Tablet was on 3.18.